Event description:
The catheter was placed 02/19/97. During dialysis on 05/29, the staff discovered a crack in the arterial extension. The catheter was removed.

Manufacturer narrative:
The device history review showed no related mfg issues and three complaints of similar nature for this lot.